Event description:
A nurse took off the flip top of a fa bottle which had been inoculated and the seal came off as well. The bottle was loaded on to the bact/alert instrument. When the botle was unloaded the contents projected onto the instrument operator. The customer had their skin (affected area) disinfected. The customer also had blood drawn for hiv and hepatitis testing.